Manufacturer narrative:
Medwatch sent to the FDA on (B)(4) 2013. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling: precautions for use: no clinical data is available regarding the efficiency and tolerance of juvederm ultra plus xc injections in patients having a history of, or currently suffering from autoimmune disease. The medical practitioner shall therefore, decide on the indication on a case-by-case basis, according to the nature of the disease and its corresponding treatment, and shall also ensure the specific monitoring of these patients. In particular, it is recommended that these patients undergo a preliminary dual test, and to refrain from injecting the product if the disease is active. Undesirable effects. Medical practitioners must inform the patient that there potential side effect associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema itc) which may be associated with itching or pain on pressure or both, occurring after the injection. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take potential risks into account. Patient must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment.

Event description:
Healthcare professional reported after injection in the "pre-jowl sulcus" and marionette lines (both sides) with juvederm ultra plus xc, the patient "possibly" experienced an allergic reaction described by the healthcare professional to involve "faint erythema," heat swelling and a "soft boggy feeling which extends beyond the border of the treated area". The reported swelling worsened 5 days post injection after the patient consumed "wine and chocolate". The patient was treated with "panafcort".